Event description:
It was reported that resistance was encountered when a non-abbott balloon was advanced over the balance middleweight (bmw) universal ii guide wire. The balloon was attempted to be retracted, however, resistance was also encountered during retraction. The devices were withdrawn from the anatomy as a unit. The vessel was re-wired and a non-abbott guide wire was used to complete the case. There were no adverse patient effects. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary:the device was returned for analysis. The resistance with the catheter was able to be confirmed. Based on a visual, dimensional, functional inspection and chemical analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.